Manufacturer narrative:
Date of event: exact dates not provided. Model number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: colin chan, mbbs, franzco; michael lawless, mbbs, franzco, fracs; gerard sutton, mbbs, md, franzco; chris hodge, bappsc, phd, re-treatment in lasik: to flap lift or perform surface ablation, (2020), journal of refractive surgery; 1:36, pp 6-13.

Event description:
The following article was received based on a literature review: article: re-treatment in lasik: to flap lift or perform surface ablation. A retrospective study was done to review safety and efficacy outcomes following re-treatment for residual refractive errors in eyes with prior laser in situ keratomileusis (lasik) and determine the most appropriate course of action for patients. A total of 4,628 patients underwent either lasik, photorefractive keratectomy, or small incision lenticule extraction (smile) surgery. In patients who underwent lasik surgery, the lasik flaps were created with either a manual microkeratome (skbm; alcon laboratories, inc.) Or femtosecond laser intralase ifs (abbott medical optics, inc.). Epithelial cells (epithelial ingrowth) under the lasik flap were seen in 4 eyes created with the femtosecond laser in which one eye required postoperative washout. It is not clear if the residual refractive errors occurred in eyes treated with intralase ifs or the other product nor is it clear if the adverse event is directly attributable to the femtosecond laser. A copy of the article is provided with this report.